Event description:
During a colon resection this device was applied to colon (was difficult to "fire"). Unable to remove device. A second device applied & portion of colon removed that contained the auto suture (device being reported) as result, colon length too short requiring colostomy.